Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy fluid. The cause of the peritonitis was not reported. It was reported the patient went to the hospital and was diagnosed with peritonitis; however, it was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal fortum, cephazolin and amikacin (doses, frequencies and duration not reported).the patient was recovered from this peritonitis event. The action taken with dianeal therapy was not reported. No additional information is available as the reporter declined to provide any further information.